Event description:
It was reported that patient got a urinary tract infection from the purewick female external catheter and patient did not have fecal incontinence and did not use longer than 8 to 12 hours. It was unknown what medical intervention was provided for urinary tract infection. Per additional information received via liberator on 01feb2024, it was reported that the customer developed a uti after using the purewick catheter for a few days. The customer sought medical intervention and was prescribed antibiotics. Physician advised to discontinue use. The customer was no longer using the purewick urine collection system.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. To avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Discontinue use if an allergic reaction occurs. Experiencing skin irritation or breakdown at the site. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.